Manufacturer narrative:
Site not willing to provide patient information. A medtronic representative went to the site to test the equipment. It was reported that the issue could not be replicated or confirmed. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the screen was flickering whenever the m4 hand-piece was used with the straight tip attachment. When other attachments were used, the screen did not flicker. There was no delay to the procedure. No impact on patient outcome. The clinical specialist on site stated that he tried multiple ways of creating the problem with the original equipment use and could not make it happen again.

Manufacturer narrative:
A software analysis was initiated for this case, however there was insufficient information as the issue could not be reproduced or confirmed. If information is provided in the future, a supplemental report will be issued.